Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had a console found to have damage to the port dust cover. The damage was thought to be broken in patient transfer. No patient was involved.

Manufacturer narrative:
The investigation for the automated impella controller (aic) damage before therapy has been completed. No log evidence was found because the reported failure mode was a broken gray cover of the 'front panel optical connector. This console was returned for evaluation and during inspection it was confirmed that the gray cover was missing. The root cause for the missing gray cover was most likely a use issue. A.1 added information as it was inadvertently omitted from the initial manufacturer device report number. E.1 added fax number and us phone number as they were inadvertently omitted from the initial manufacturer device report number.